Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for the unrelated alarm the care giver (cg) reconnected the patient line that had disconnected in the initial drain and tried to resume the therapy. The technical service representative had the home patient (hp) disconnect from the homechoice (hc) and advised to reset up the hc using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.